Event description:
The customer reported false positive alinity I rhtlv-I/ii and the customer believed that this was related to contamination with the alinity I processing module sn: ai20749. The customer provided the following data: reference = 1.00 s/co is reactive on (B)(6) 2025, sample ID (B)(6) generated a result of 1.13 s/co (reactive). This result was obtained after testing a sample that generated a result of 250.83 s/co. The sample was repeated and generated a result of 0.17. The sample was then repeated again after another highly reactive sample (result of 250.83 s/co) and generated results of 1.44 (reactive), 0.17 (non-reactive) and 0.15 (non-reactive) when repeated on another analyzer, the sample generated result of 1.55 s/co, and 0.12 and 0.19 s/co. Further verification work was performed on the alinity I processing module sn: (B)(6) before and after troubleshooting work was performed. The troubleshooting work included the sample wash cup was cleaned and wash cup s2 and s3 valves were replaced. After troubleshooting of the device was completed, two (2) samples that were previously reactive generated reactive results and four (4) samples that previously generated non-reactive results generated non-reactive results. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I rhtlv-I/ii and the customer believed that this was related to contamination with the alinity I processing module sn: (B)(6). The customer provided the following data: reference = 1.00 s/co is reactive on (B)(6) 2025, sample ID (B)(6) generated a result of 1.13 s/co (reactive). This result was obtained after testing a sample that generated a result of 250.83 s/co. The sample was repeated and generated a result of 0.17. The sample was then repeated again after another highly reactive sample (result of 250.83 s/co) and generated results of 1.44 (reactive), 0.17 (non-reactive) and 0.15 (non-reactive) when repeated on another analyzer, the sample generated result of 1.55 s/co, and 0.12 and 0.19 s/co. Further verification work was performed on the alinity I processing module sn: (B)(6) before and after troubleshooting work was performed. The troubleshooting work included the sample wash cup was cleaned and wash cup s2 and s3 valves were replaced. After troubleshooting of the device was completed, two (2) samples that were previously reactive generated reactive results and four (4) samples that previously generated non-reactive results generated non-reactive results. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and parts were cleaned and replaced; however, a single definitive part could not be determined the likely cause. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.